Manufacturer narrative:
(B)(4). H2: correction/additional information h6: medical device problem code - correction h6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.